Event description:
It was reported the patient¿s recharger was not charging and the recharger kept turning off when trying to charge the patient¿s implantable neurostimulator (ins). It was stated the middle icon on the top row of the programmer was only half and kept staying at half and the programmer icon was full. It was noted the patient didn¿t know why it didn¿t change. Reportedly, the patient was able to decrease their stimulation but could not increase the stimulation due to the ins being off. The patient stated their ins didn¿t work.

Event description:
It was noted that the patient's battery would not charge.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 377860, lot# v014257, implanted: (B)(6) 2006, product type lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 377860, lot# v013676, implanted: (B)(6) 2006, product type lead. (B)(4).